Event description:
It was reported that no circulating liquid will be pumped into the used disposable (l-70ni). Overtemperature alarm occurs and 47 degrees celsius will be shown in the screen. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. During the functionality test, water pump was found to be faulty. The root cause was loosening of the drive shaft magnet. We replaced the unit. No causes or potential causes to the customer's reported problem were found during the DHR review.

Manufacturer narrative:
The device was returned to smiths medical. During the functionality test, water pump was found to be faulty. The root cause was loosening of the drive shaft magnet. We replaced the unit. No causes or potential causes to the customer's reported problem were found during the DHR review.

Event description:
It was reported that no circulating liquid will be pumped into the used disposable (l-70ni). Overtemperature alarm occurs and 47 degrees celsius will be shown in the screen. No patient injury was reported.